Manufacturer narrative:
Evaluation summary: a sample has not yet been received by manufacturing for evaluation. Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing performed and monitored during the finishing process to ensure the sharpness of the product. Additional information was requested. (B)(4).

Event description:
A nurse reported that a knife was too dull to penetrate the cornea during surgery. An alternate knife was used to proceed with the surgery. There was no impact to the patient. Additional information was requested.